Manufacturer narrative:
(B)(4). No samples returned to the manufacturer.

Event description:
It was reported via a medwatch report (B)(6): after the intra-aortic balloon pump (iabp) was placed in operating room the staff noticed a iabp helium leak alarm. Attempts to troubleshoot by re-inflating balloon, repositioning, etc. Failed to stop alarm. They changed the iabp console but continued to alarm intermittently. Device usage problem: device malfunction - that is, the device did not do what it was supposed to do. Relevant tests/laboratory data, including dates: various on (B)(6) 2016: evaluated device but could not duplicate; unit returned to service. Other therapies in use on patient: not applicable. Additional information received on (B)(6) 2016: per the risk manager the patient received iabp therapy successfully and the patient outcome was fine. No harm to the patient was reported.

Manufacturer narrative:
(B)(4). No iabp parts or recorder strips were returned to teleflex (B)(4) for evaluation. Per the medwatch report, the staff noticed the pump had a helium leak alarm. The hospital staff troubleshot by trying to inflate the balloon again and repositioning the patient, but the alarm failed to stop. The pump was exchanged and checked by the hospital biomed. The helium leak alarm could not be duplicated. The pump was returned to service. A device history record (DHR) review was conducted for the iap lot/serial numbers with no relevant findings. The device passed all manufacturing specifications prior to release. Conclusion: the reported complaint of "helium leak alarm" is not confirmed. The pump was sent to the biomed department. The hospital biomed did not duplicate the helium leak alarm. The cause of the reported complaint is undetermined.

Event description:
It was reported via a medwatch report (B)(4): after the intra-aortic balloon pump (iabp) was placed in operating room the staff noticed an iabp helium leak alarm. Attempts to troubleshoot by re-inflating balloon, repositioning, etc. Failed to stop alarm. They changed the iabp console but continued to alarm intermittently. Device usage problem: device malfunction - that is, the device did not do what it was supposed to do. Relevant tests/laboratory data, including dates: various on (B)(6) 2016: evaluated device but could not duplicate; unit returned to service. Other therapies in use on patient: not applicable. Additional information received on 08/31/2016: per the risk manager the patient received iabp therapy successfully and the patient outcome was fine. No harm to the patient was reported.